Event description:
Caller reported she began to experience numerous adverse effects one week after natrelle silicone breasts were implanted. Symptoms include, insomnia, headaches, hair loss, difficulty concentrating, joint and muscle pain, anemia, constant hunger, and declined immune system. Caller was also diagnosed with lupus post procedure. Prior to the procedure, the caller reported her blood work and physical concluded she was healthy. Caller has contacted the manufacturer to report event, her case number is (B)(6). She is concerned for her health and is looking for assistance to receive compensation so she can afford to remove the implants.